Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the netherlands. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The patient did not feel well, vomited, and had ketones measuring 17 mmol/l. The parents attempted correction with an insulin pen and then transported the patient to the emergency room. The patient was hospitalized for more than 24 hours and received IV (intravenous) insulin. Reported symptoms at the time included headache, thirst, and flu-like illness. No further information available.